Manufacturer narrative:
Device was used for treatment, not diagnosis. Literature citation: kossman, t., rancan, m., jacobi, d., and trentz, o. (2001) european journal of trauma, vol 27 (6), pages 292-300. This report is for an unknown synex with unknown part and lot numbers. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following abstract: kossman, t., rancan, m., jacobi, d., and trentz, o. (2001) european journal of trauma, vol 27 (6), pages 292-300. EU this was retrospective review of a study using synexttm cages for vertebral body replacement in 57 patients. The need for surgery varied from trauma, mestatassis, pseudoarthrosis, and spondylodiscitis. There aren't any additional patient details and the study date range was not provided. Complication reported: n=2 with pseudo-obstruction were treated conservatively. This is report #1 of #1 for (B)(4). This report is for an unknown synex with an unknown part number, lot number and quantity.